Event description:
The customer reported the evis exera iii video system center video connectors are broken and cannot be connected. It failed to latch when plugged in the camera. After release, the video screen becomes blank. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for evaluation; however, evaluation is not completed as of date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation.the legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. It is presumed that the problem pointed out by the damage to the video connector part occurred. Furthermore, it is presumed that the product in question was damaged due to aging since more than 7 years have passed since it was manufactured. Olympus will continue to monitor complaints for this device.